Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported a downstream occlusion alarm which were not reproduced. The reported downstream occlusion was verified through a review of the event history log and found to be caused by out of specification downstream sensor values. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms. There was no patient involvement associated with this event. No additional information is available.